Event description:
The event is reported as: the customer alleges that the balloon of the device leaked prior to use on a pt. The device was replaced with a new one. No report of a pt injury or a delay in treatment.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review the product et tube, sher-I-bronch, rs, 37 fr, lot # 01h1200160 was manufactured on 08/16/2012. The DHR investigation did not show issues related to complaint. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.